Event description:
On (B)(6) 2012, the patient claimed his blood glucose was high since last friday and has been under 500 mg/dl while on insulin pump therapy. He reportedly had symptom of vomiting 2 days ago and was feeling sluggish on the day of the call. His blood glucose was at 415 mg/dl while the animas representative performed troubleshooting with the patient. The patient indicated that he is on the backup plan per the doctor's order. There was no report of any required hcp medical intervention to suggest a serious injury. The patient was advised to seek medical intervention at the ER if he begins to vomit again and if his blood glucose did not go down. During troubleshooting, the advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. However, the patient's doctor insisted that the insulin pump be replaced. The animas insulin pump was requested back for investigation. This complaint is being reported because the patient had elevated blood glucose for a few days and had symptom suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a pump malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery issues were noted with the pump during investigation.